Event description:
Exeter stem revised due to breakage. Replaced with restoration modular prosthesis.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: the exeter stem fractured in fatigue with the origin on the inner wall of the superior prehension hole. There was evidence of material damage likely due to cement mantle break-down on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects. Medical records received and evaluation: as based upon currently available information, no clear conclusion can be drawn on the probable failure cause of this case. The patient was morbidly obese with her (B)(6) but such would not be enough to represent the only cause of failure. It might clearly have represented a secondary contributing factor to increase the overload from another as yet unknown cause that usually is procedure-related in nature but the current evidence is not enough to do such with any reasonable certainty due to lack of information. More clinical information and especially better ap pelvis x-rays might provide additional supporting information.. Device history review: a device history review could not be performed as the lot details are unknown. Complaint history review: a complaint history review could not be performed as the lot details are unknown conclusions: the exact cause of this event could not be determined based on the information available. Further information such as clinical records and ap pelvis x-rays are needed to complete the investigation for determining root cause.

Event description:
Exeter stem revised due to breakage. Replaced with restoration modular prosthesis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.